Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple attempts were made to obtain additional information regarding the user's second culture as well as the device return status however, were successful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter address- the full establishment name of the facility is (B)(6). The customer provided the hygiene microbiological investigation (hmi) results : the following information from the report were provided: endoscope rise sample - all available channels 11 (°c) inlet temperatures after cleaning and disinfection results noted to be >150 (aerobic, mesophilic germs)- limit exceeded. Indicator germs noted verifiable (1-2) acinetobacter baumannii (maldi-tof ms). Water sample (final rinse water)- aerobic, mesophilic germs (30 °c) results noted to be 1 cfu/100 ml. Pseudomonas aeruginosa, enterococcus faecium, mycobacteria -n.n indicated no detection. Endoscope swabs (smear distal end)- after cleaning and disinfection - no detection. Olympus mini etd 2plus (reprocessor) paa, 14842742 (sterile)- no growth. The subject device has not yet been received for evaluation. Per the communication updates, the following information conveyed, "the customer has ordered a second hygiene sampling. If this is again not passed, the endoscope is sent in for examination. To date, no sampling results (second test ) available cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: no patient infection occurred. Aer/ewd reprocessor: tested. Model name: mini etd. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water. Detergent used : sekusept. Manual cleaning : brush points: instrument / suction channel , instrument channel port, distal end areas around elevator. Brush model: olympus. Manual disinfection performed. Disinfectant used: sekusept. Sterilization: scope sterilized daily , method used ¿ eog (ethylene oxide sterilization). Scope storage: vertically hanged. Scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during the regular hygiene control by the customers validation third party "medtechnic" for hygiene test (rdg-e validation at the customer's site, microbiological samples were taken from endoscopes ) , a contamination of the endoscope was detected. The results of the sampling were above the limit value. Per the report, the third party validation (medtechnic ) informed the customer and communicated the measures to be taken (quarantine of the scope, reprocessing and re-sampling). The facility did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.